Event description:
It was reported that this atrial lead was an attempted implant. During the procedure it was not possible to achieve sensing or capture, despite multiple repositioning attempts. The physician elected to implant a single chamber implantable cardioverter defibrillator (ICD) rather than try another atrial lead. No adverse patient effects were reported. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this atrial lead was an attempted implant. During the procedure it was not possible to achieve sensing or capture, despite multiple repositioning attempts. The physician elected to implant a single chamber implantable cardioverter defibrillator (ICD) rather than try another atrial lead. No adverse patient effects were reported. The lead was received for analysis.